Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a stuck button alarm. Customer¿s blood glucose was 207 mg/dl at the time of incident. Customer reports the calibration icon shows a decreased time remaining. Troubleshooting was declined. The product will not be returned for analysis.